Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that there was no aspiration during the first step of a cataract procedure. The tip was replaced and the issue was resolved. There was no patient impact. This is one of four reports from this facility. (B)(4).

Manufacturer narrative:
Additional information provided. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. A visual inspection of the phaco tip was performed and the tip was deemed conforming. There was a visual indication that the tip had been on a handpiece. The phaco tip was flushed with fluid and the inside diameter and aspiration bypass hole have a good fluid pathway. The inside diameter was not occluded. The complaint evaluation cannot confirm the phaco tip has any obstruction that would not permit the phaco tip to function properly. The phaco tip met specification. The root cause for why the customer could not get the phaco tip to aspirate cannot be determined from this evaluation. No specific action with regard to this complaint was taken for the complaint issue based on the phaco tip meeting specification. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).